Event description:
It was reported that the head nurse of thyroid & breast department, performed the PICC placement for 65-year-old patient with advanced cardiac cancer on (B)(6) 2019. The catheter went normaly during pre-flushing. However, difficulty was encountered when advancing the catheter. Fluid leaks were found when flushing the catheter with normal saline. After the catheter was withdrawn, fluids were found leaking from various locations. It was observed later that it was not easy to detect the three fluid leaking sites when flushing the catheter externally with 20 ml of injection. Only in case of slight pressure, fluid leakage occurred.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr groshong nxt clearvue with a stiffening stylet and flushing hub inserted was returned for evaluation. An initial visual observation showed a small amount of use residue on the returned sample. The stiffening stylet within the catheter was found to be bent in multiple locations. The sample was flushed and pressurized with a 12 ml syringe of water and multiple leaks were observed throughout the catheter. A microscopic observation revealed splits in the catheter between the 35 cm and 37 cm depth markers as well as between the 57 cm and 58 cm depth markers. The catheter was dissected near the 57 cm depth marker and more extensive damage was observed on the inner wall of the catheter. The many splits observed on the interior and exterior of the catheter were observed to be patterned similarly to the braided pattern of the wires of the stiffening stylet. The observed characteristics of the splits as well as the additional damage observed within the catheter indicate the damage originated from within the catheter and was most-likely caused by manipulation of the stiffening stylet within the catheter without first flushing the catheter and/or advancement of the catheter against resistance during insertion. The product IFU states: ¿preflush catheter with sterile normal saline or heparinized saline to wet stylet.¿ a lot history review (lhr) of rect0030 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect0030 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the head nurse of thyroid & breast department, performed the PICC placement for (B)(6) year-old patient with advanced cardiac cancer on october 8, 2019. The catheter went normally during pre-flushing. However, difficulty was encountered when advancing the catheter. Fluid leaks were found when flushing the catheter with normal saline. After the catheter was withdrawn, fluids were found leaking from various locations. It was observed later that it was not easy to detect the three fluid leaking sites when flushing the catheter externally with 20 ml of injection. Only in case of slight pressure, fluid leakage occurred.